Event description:
User experienced discrepant calcium results for one pt. Initial result 5.1 mg/dl, repeat 7.3 mg/dl. The initial was not reported. The field service rep determined the vacuum tubing going to the high concentration system to be the cause and replaced the tubing. Performance tests were performed.